Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device became locked on tissue. Additional tissue had to be resected to remove device. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
Corrected information - the original reported noted the following: the customer reported that the device became locked on tissue. Additional tissue had to be resected to remove device. No patient injury reported. However, the actual customer report is that the patient experienced less than 250cc of blood loss during a laparoscopic gastric bypass although an end tone, indicating a completed seal cycle, was heard. The tissue was described as being 1cm in thickness. No patient injury reported.